Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to erosion at the cuff site. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.